Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 29, 2006, the lay-user/reporter contacted lifescan alleging that his mother's one touch ultra meter had read inaccurately high. In 2006, the patient ate dinner and got a reading of "161 mg/dl" prior to bedtime. Before going to bed that night, the patient stated that she felt weird and a "little hungry." The patient did not take any further action to treat herself before going to bed. That night, the patient took her evening medications consisting of "avandia, glyburide, and glucophage." She was unable to provide the dosages of the medications. The next morning, the reporter found the patient in a coma. The patient was described as a "vegetable" and was not making any sense. The reporter tried giving her soda through a straw, but she could not sit up. The paramedics were contacted. When they arrived, they tested the patient on the reported meter and their own unidentified meter. The patient obtained a result of "67 mg/dl" on the reported meter and "33 or 38 mg/dl" on the paramedics' meter. The time difference between the two tests was within 2 minutes apart. Based on statistical methodology, the calculated difference between the "67 and 33 mg/dl" glucose results exceed the expected value of <=30% and/or <=30 mg/dl. The patient was treated with an IV (unknown contents). The paramedics test the patient, tested the patient again and got a result of "107 or 108 mg/dl" after administering the treatment. The paramedics left when her blood glucose reached "219 mg/dl" on their device. Also, at that point, her symptoms were gone. The patient was not hospitalized. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a reading of 161 mg/dl before going to bed but was feeling "weird" and a "little hungry." The patient did not take any action to treat herself prior to going to bed. The next morning, the patient was found unconscious, and the paramedics treated the patient with an IV for hypoglycemia. A meter-to-other meter comparison was performed at that point. The reported meter exceeded lifescan's criteria for accuracy testing.